Manufacturer narrative:
(B)(4). Batch # n56f99. The analysis found that one plee60a device was returned in good visual condition and with a gst60g cartridge loaded in the device. Additionally, the reload was received with the right side fully fired; left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a gastric sleeve procedure the device wouldn't fire during an unknown firing. There was no cutting or stapling. The customer was using buttressing material with an unknown reload. Procedure was completed with another device of the same product code. There were no patient consequences reported.